Event description:
It was reported that the patient presented remotely. It was discovered that the patient's implantable cardioverter defibrillator (ICD) potentially exhibited under-sensing and that autocapture was off. It was noted that the patient had capture during their previous in office check and that meds or fluctuating thresholds could be causing the intermittent capture. No intervention took place to address the issue. Patient condition was unknown.